Manufacturer narrative:
No belt clip was received with the insulin pump. The insulin pump was received with cracked and bleeding display glass. The displacement test could not be performed due to the cracked display glass. The insulin pump also had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via telephone call that his insulin pump was broken at the gym. The blood glucose reading was 248 mg/dl. The insulin pump had fallen out of his pocket and hit weights. The screen was cracked and the customer was unable to read it. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.